Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lamp exceed usage hours and there is excessive thermal paste on the lamp. A definitive root cause could not be identified. Based on the results of the investigation olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source had no image. This event occurred during a diagnostic colonoscopy. The procedure was completed with the same device. There were no reports of patient harm.